Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system did not produce phacoemulsification power during a cataract with intraocular lens procedure. The cataract was soft and the surgeon was able to remove it with the irrigation and aspiration. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on march 9, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The customer called the company representative to assist with troubleshooting. The customer was able to get the footswitch to activate appropriately, remotely. The footswitch however, was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on september 19, 2014. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 6, 2015. Based on qa assessment, the product met specifications at the time of release. A visual assessment of the returned footswitch did not reveal any non-conformity. The returned footswitch was functionally passed the test. No additional testing was performed. The returned footswitch functioned to specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).